Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 06/2022).

Event description:
It was reported that approximately two months post dialysis catheter placement procedure in the right internal jugular vein, the catheter allegedly got thin and collapsed in the left posterior organ cavity. It was further reported that the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is confirmed for reported deformation, and collapse and the identified discoloration issues, as the catheter was noted to be deformed longitudinally and discoloration were evident in the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 06/2022), g3, h6 (method). H11: h6 (device, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months post dialysis catheter placement procedure in the right internal jugular vein, the catheter allegedly got thin and collapsed in the left posterior organ cavity. It was further reported that the catheter was removed and replaced. There was no reported patient injury.